Event description:
Additional information was received and it was reported that the patient's doctor said that the stimulator moving was due to the patient being overweight and it would do the same thing if they replaced it. The patient was sent replacement parts and they had not sent them back yet.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostim ulator (ins). It was reported that the patient was having trouble with recharging the ins for the last six months but they spoke with the rep who told them to call for a recharger (rtm) replacement. The patient stated they were not sure of the message on the controller screen but they would get excellent or good recharging quality. The patient mentioned the ins had moved but they were able to find the area where the ins was sitting. The patient was asked if there was any damage to the rtm and said there was a silver thing around where the round part and cord are attached. The patient stated they were not sure what it was. A replacement rtm was sent to the patient. No symptoms were reported.